Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted. A post implant balloon aortic valvuloplasty (bav) was performed with a 28 mm balloon and a second transcatheter bioprosthetic valve was implanted. The paravalvular leak (pvl) was resolved. No additional adverse patient effects were reported.